Manufacturer narrative:
Siemens filed the initial MDR on april 28, 2021. May 26, 2021 additional information: siemens reviewed the log files that were sent and there was no indication that the volume check errors observed were potential cause for the non-reproducible results. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible results, siemens cannot rule out pre-analytical factors or sample specific issue. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer noticed some bubbles in the ancillary reagent pack onboard atellica im s/n (B)(4) and volume check errors. The IFU states in the limitations section: "results should be considered in the context if a patient's recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19, and confirmed with a molecular assay, if necessary, for patient management." A false positive/reactive result would be correlated with the patient's clinical history, including history of recent travel and/or contacts, and confirmation with rt-pcr test would be advised, especially in patients considered to be asymptomatic. Management and treatment decisions are based on the severity of clinical presentation. Extra exposure precautions will be taken as mitigation. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy c. Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) sars-cov-2 antigen (cov2ag) results on the atellica im s/n (B)(4) that were considered discordant when compared to the nonreactive (negative) results from the atellica im s/n (B)(4). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2ag results.